Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated reservoir had air bubbles. The customer experienced high blood glucose level and treated it with insulin pump. Customer was neither in emergency room, nor admitted into hospital due to high blood glucose. Insulin pump passed both displacement test and self test. The reservoir will not be returned for analysis.